Manufacturer narrative:
Complaint conclusion-as reported, when a box of the si 9 fr. 23 cm. Brite tip was opened, the dilator was out from its pouch. The product was not used in the patient. The product was replaced, and the procedure was completed successfully. There was no reported patient injury. The target vessel characteristics are unknown. There was no other product issue noted either at the account or after the procedure. The product was stored according to the instructions for use. Additional investigational questions were unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17442506 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a box of the si 9 fr. 23 cm. Brite tip was opened, the dilator was out from its pouch. The product was not used in the patient. The product was replaced, and the procedure was completed successfully. There was no reported patient injury. The target vessel characteristics are unknown. The product will not be returned for analysis. Additional information has been received. There was no other product issue noted either at the account or after the procedure. The product is stored according to the instructions for use. Additional investigational questions were answered as unknown.